Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis. On an unreported date, the patient began peritoneal dialysis treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis. In (B)(6) 2010, a peritoneal effluent culture was performed which revealed escherichia coli. When the nurse was asked what was the cause of the peritonitis, the nurse stated that a second bacteria appeared (unspecified) and it may be due to an internal source of infection. It was unreported whether treatment was provided. The outcome of the second bacterial infection due to an internal source of infection was not reported. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.